Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient started treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). The patient was hospitalized on the day of onset. Sixteen days after onset, antibiotic treatment was discontinued. On an unreported date, dianeal therapies were discontinued and the patient was transferred to hemodialysis therapy. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.